Event description:
Caller reported that their triage meterpro would not "power on". The batteries were changed and the instrument would still not power on. Later the customer found the instrument to be very hot to the touch. After they removed the instrument from the mains and let it cool down, they noticed that the batteries appeared swollen/burst. Customer indicated that the batteries had already been removed and could not confirm if they had been placed incorrectly into the instrument. The customer advised that the instrument is kept on bench in the laboratory. They advised that no liquid had been inadvertently spilled on the instrument. The customer also indicated that the mains on site should be surge protected and they have since tried plugging in a telephone to the same power socket which worked as expected. No one was harmed by the meter heating up. Triage meter is used for drug testing.

Manufacturer narrative:
Investigation pending.